Event description:
It was reported that the patient presented in clinic following an emergency room visit the week prior on (B)(6) 2024 due to a fainting episode. Testing revealed good and stable measurements in clinic. Non sustained ventricular tachycardia episodes which appeared to be oversensing leading to pacing inhibition were observed in the device logs with a slow underlying rhythm. The patient was biventricular paced so a 6 second pause due to this inhibition was observed on (B)(6) 2024 there were also shorter episodes of pacing inhibition from (B)(6) 2024 lasting around 3-4 secs with no specific pattern. The noise was not reproducible in clinic. Programming changes were made in case these were diaphragmatic or isometric signals. The patient was advised to avoid various electric equipment as electromagnetic interference was suspected to be the cause. The patient was to be brought back in the future for re-assessment to determine if the issue was still occurring. No interventions were planned. The patient was stable.